Event description:
Customer stated "when the on and off switch is turned on there is a burning smell like wires are on fire." Product was returned for investigation. The investigation into the complaint done by the inspector showed that the pad and the cord were both in working order, but the button for the switch had fallen off. This could have possibly been caused by pushing down too hard on the button, causing it to become loose from the switch and eventually fall off. In addition, there was also no evidence of the wires catching on fire or any type of smell emitting from the product. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.